Event description:
Report received from the USA stating that the device experienced overheating during surgery. No injury or medical intervention occurred. It is unk if surgical delay occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported problem of "overheating" could not be confirmed. The device passed all tests and no failure were observed. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).